Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas corporation alleging cgm (dex 090) issue. It was reported that a cgm call service warning cs 215 was emitted after the session started when the transmitter was in use. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the interruption of the cgm data stream may cause the user to miss their bg trending and thus fail to react to any potential bg excursions.